Manufacturer narrative:
The system remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was found to be migrated. An x-ray showed the electrode had pulled back about 4cm. The sutures for sense a and the suture sleeve appeared broken. The device position was not changed. No inappropriate therapy was delivered due to the migration. At the device check, automatic setup was performed and the sensing vector was changed from primary to secondary. All vectors were tested, in supine and sitting. The s-ECG showed slight baseline shift, but no noise was observed. A revision procedure was planned for the following week. At the revision procedure, only the electrode was revised. The xiphoid incision was opened and it was noted the suture between the fascia and suture sleeve was broken. The sleeve was re-sutured to the fascia with a stronger silk material. The physician tunneled to the sense a and that was re-sutured as well. Once complete, the sense vector was primary and defibrillation threshold (dft) testing was performed successfully. The incisions were closed and the patient will continue to be monitored. No additional adverse patient effects were reported.